Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified and moderately tortuous vessel in the right coronary artery (rca). A 3.5mm xience stent delivery system (sds) was deployed in the mid rca, however, the 4.0x18mm xience skypoint met resistance with the anatomy during advancement and failed to cross the lesion in the proximal rca. The distal edge of the stent was noted to be flared. Resistance was met with the lesion calcification during removal. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified and moderately tortuous vessel in the right coronary artery (rca). A 3.5mm xience stent delivery system (sds) was deployed in the mid rca, however, the 4.0x18mm xience skypoint met resistance with the anatomy during advancement and failed to cross the lesion in the proximal rca. The distal edge of the stent was noted to be flared. Resistance was met with the lesion calcification during removal. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the sds was removed independently. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.